Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the only button that would respond when pressed was the on button. Physio then replaced the small keypad assembly to resolve the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a service indicator appeared and their device became unresponsive during an event. The patient, a (B)(6) male, had been in cardiac arrest. When medical personnel arrived, CPR was in progress. Medical personnel connected the patient to their device using electrodes where it was observed that the patient's ECG waveform was asystole. CPR was then continued while medical personnel administered drug therapies to the patient. The customer then advised that at some point during the event, a service indicator appeared and none of the buttons would respond when pressed. The customer stated that a backup device was available and used to continue patient care with minimal delay. The patient did not survive the event; however, the customer advised that they do not believe that the device use contributed to the patient's outcome because a backup device was available with minimal delay in care.